Event description:
Allegedly, patient was revised due to corrosion at the neck-stem junction. Left hip components not revised: dynasty® a-class® 36mm 15dg group d crosslinked po product number: dlxpld36 lot batch : 1291016120. Dynasty® bf shell 52mm group d product number: dsbfgd52 lot batch : 03098098001. Cancellous self-tapping 6.5mm bone screw 4.0cm len po product number: 18080305 lot batch : 0201048277. Cancellous self-tapping 6.5mm bone screw 3.0cm len po product number: 18080303 lot batch : 089926687.